Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The clip delivery system was returned for evaluation. The reported inability removing the lock line was confirmed via returned device analysis. The investigation determined that the observed knot led to the inability removing the lock line; however, a definitive cause for how the knot formed could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during an attempt to remove the lock line, the line could not be drawn through the clip; if this were to recur, there is potential of line breakage and a portion of the lock line being left in the anatomy. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The first clip delivery system (cds) was advanced to the mitral valve. The clip was positioned medial to the center of a2/p2. While preparing for deployment, it was discovered that the lock line could not be drawn through the clip. It is possible that there was a knot at the end of the lock line. It could not be confirmed if the physician had checked for knots prior to removal of the lock line. At this point, the lock line was pulled and the clip was unlocked. The cds was then removed with the clip and the device was replaced. A new cds was used without issue. Three clips were implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.